Manufacturer narrative:
The impella device used was not returned for evaluation and analysis. A product history review was completed and noted the pump passed all post sterile inspection checks. The investigation was completed, and the root cause of access site bleeding was noted to be most likely a use issue since non-abiomed product was used which is not recommended per the instruction for use. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart and kidney transplant and continued work up. A cutdown of right axillary artery was made to isolate vessel. Graft anastomosis with hemashield 8mm graft. Axillary insertion kit utilized. The aortic valve was "easily" crossed with 0.035 guidewire and diagnostic catheter and wire exchanged for abiomed 0.018. The impella 5.5 was "easily "inserted, initially directed towards septum, rotated into left ventricle free space with inflow to aortic valve measurement of 4.8 cm. The graft trimmed and impella secured and dressed. External fixation was placed while in the operating room and the patient was then transferred to the unit for ongoing management. Post implant, same day, it was noted the patient experienced bleeding from the right axillary site. Manual pressure was applied, and protamine was given to counteract the condition. Support continued with minimal oozing going forward. No blood products were given as a result of the event. The status of the patient as a result of the event was indicated as unknown. However, the support continued for an additional 14 days until the impella 5.5 removal and cardiac transplantation. The device was successfully weaned and explanted.